Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The concomitant medical product was changed from clinical chemistry magnesium rgt 7d70-21 to clinical chemistry magnesium rgt 3p68-21.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the customer. The fsr replaced the bellows set and valve poppet set to resolve the issue. The instrument service history was reviewed and no further reports of erratic or discrepant patient results were noted. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the cc magnesium reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that the architect c8000 analyzer generated an initial decreased magnesium result of <0.25 mmol/l. Upon repeat the results were normal. There was no report of impact to patient management.